Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) becoming unplugged was not confirmed. A log file was extracted from the returned system controller (serial number (B)(6) ) and was reviewed. The log file contained data spanning approximately 1 day ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No atypical events were observed throughout the data, and the mpu was not observed to be in use throughout the data. The mpu (serial number (B)(6) ) was not returned for analysis. Questions regarding more information about the mpu falling and becoming unplugged were asked multiple times; however, no responses were received. The root cause of how the mpu became unplugged after being knocked over was unable to be determined through this analysis. The device history records for the mobile power unit, serial number (B)(6) , were reviewed and showed the device was manufactured in accordance with manufacturing and qa specifications (shop order numbers (B)(4)). The mpu was confirmed to have been shipped with the v-lock ac power cord. The heartmate 3 patient handbook instructs users to call their hospital contacts immediately upon dropping their system controller, as a drop can move or pull on the driveline exit site. Users are also instructs to call their hospital contacts if they think any of their equipment may be broken or damaged. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. This section also instructs users to ensure that the mpu¿s patient cable is set up in a way to not cause a tripping / falling hazard. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2020-06381. It was reported that the patient was playing with their grandchild and the mobile power unit (mpu) was knocked over and became unplugged. When the patient plugged it back in the controller screen was blank. A self test was completed and all alarms and lights worked but the screen was blank. The controller was exchanged.